Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that it is believed that the seal tore. No other information was available. There was no consequence to the pt.